Event description:
Facility reported that this device alarmed and failed to cycle when the care giver attempted to utilize it as a back up device after the primary device was reported to have alarmed and failed to cycle. Caregiver is unsure of what alarm sounded. While the caregiver was attending to both devices the patient reportedly went without ventilatory support while connected to the device's circuit for 4 to 5 minutes. As a result the patient was reported to have become cyanotic, require bag ventilation and transport to the hospital for stabilization. The patient was reported to have not suffered any lasting detriment from the event and has been discharged to home. This device was reported to be 5 months outside of its required preventative maintenance period of one year. The original patient circuit was not available for investigtion. Both ventilators were reported to have shared the same circuit. Circuit leak could have the potential to cause the ventilator to exhibit the conditions as reported. On technicians evaluation the complaint was not confirmed. The device did require preventative maintenance but performed to specification.